Event description:
It was reported that during a transcarotid artery re-vascularization (tcar) procedure, a dissection occurred while attempting to cross the lesion with the enroute 0.014" guidewire. The procedure was converted to carotid endarterectomy (cea). There was no health consequences or impact to the patient.